Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. It was alleged that the vibratory alarm was working. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 07-feb-2018. Device evaluation: the device has been returned and evaluated by product analysis on 25-jan-2018 with the following findings: during investigation, the pump powered on with auditory and vibratory features functioning properly. A cs 162 loss of prime alarm was simulated and the pump gave the appropriate audible cs 162 warning alert. The pump¿s cover was removed and no intermittent condition was found to the audible alarm circuit. The complaint of no sounds was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.